Event description:
The user facility reported that a small amount of blood was observed leaking from the gas port of the oxygenator near the end of a bypass procedure. It was determined that it was not necessary to change out the unit. The case was reportedly completed successfully with no complications or injury to the pt.

Manufacturer narrative:
Although there were reportedly no pt complications, the event description indicates some blood loss occurred. The involved sample was decontaminated, visually examined and leak tested. This eval confirmed broken hollow fibers to be the cause of the reported leakage. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file in qa for appropriate tracking, trending and follow up.